Manufacturer narrative:
This complaint is still under investigation.

Event description:
It was reported that the patient support for stitching gas spring support was broken. The use of the device was unknown and there was no patient or user harm reported.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. For anatomies that are larger than the detector size, it is possible to make a series of exposures covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so-called stitching patient support or stitching stand (9890 010 87432), a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. The brake cylinder was introduced with fco71200185 and has the task to ensure that the footboard lowers itself slowly (within 5-7 seconds) when the hook is released, to prevent the footplate from falling on the foot of a person. If the operator steps on the footboard while it is still moving down, the mounting of the brake cylinder can break, and the footboard falls down immediately. In a worst case, it may hit the foot of a person and break a bone. Philips received a complaint on digitaldiagnost 4.x indicating that the patient support for stitching gas spring support broken. The use of the device was unknown and there was no harm to the patient or user. The field service engineer (fse) performed analysis and concluded that the gas spring assembly for the patient support stand was broken. But the customer decided not to purchase a new stand as they have another room equipped with the same stand for long bone examinations. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear and user error. The reported problem was confirmed by the customer.